Event description:
New information received notes that the patient did not experience arrhythmia or any adverse symptoms.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in hospital. It was discovered that their right ventricular (rv) lead may have resulted in their tricuspid leaflet being unable to close entirely. Furthermore, it was noted that the patient's symptoms were related to sinus arrest. Therefore, the physician elected to explant the rv lead and plug the rv port on the patient's device. The patient condition was stable.